Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (368 mg/dl), and small ketones. Customer stated that their small ketones were identified as life threatening. Customer delivered a bolus to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.